Manufacturer narrative:
There was no alleged defect or malfunction of the chair. According to the (B)(6), the incident was user error. There was a lot of people coming in and out of the hospital and the veteran was trying to give them some room to walk, not leaving enough space to go up the ramp safely. The owner¿s manual contains important information about the handling of the product, including: warning! Risk of injury, damage or death loss of traction or stability on rough or unstable terrain may cause injury, damage or death. Use care when operating the wheelchair on rough or unstable terrain. Be aware of your surroundings and conditions that might affect the ability to operate the wheelchair. Safety information: when approaching obstacles approach obstacles safely by learning to manage your wheelchair. Keep in mind your center of gravity to maintain stability and balance. Caution! Risk of injury or damage the wheelchair may tip over if obstacles are not approached correctly.

Event description:
A veteran was using a demo wheelchair coming into the emergency room at the (B)(6). While entering he was attempting to let people pass him and got too close to the edge of the ramp. The wheelchair fell off the ramp and landed on its side on the pavement. The veteran received an unknown number of sutures to his forehead at the emergency room.